Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution from lot # 4bv2b38 for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter, in-house contour next test strips, and returned control solution, which gave a satisfactory performance. The control results obtained with the in-house testing were properly marked as control tests.

Event description:
An advocate from canada called on behalf of her husband to seek assistance with their contour next one meter. During troubleshooting, control tests were run, which gave readings of 6.6 mmol/l, 5.6 mmol/l and 6.8 mmol/l. The meter did not automatically mark the reading of 5.6 mmol/l as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.